Manufacturer narrative:
The user facility reported that the unit had alarmed for a door obstruction. The employee attempted to push the instrument tray back onto the manifold rack in the washer and the door closed on her hand. A steris service technician inspected the washer and found it to be operating properly. The reported event could not be duplicated and no issues were noted. During our investigation it was determined that the user facility had placed instruments on an oversized tray. In addition, the employee did not follow the proper procedure for removing an obstruction as stated in section 4.14.1 of the operator manual. When an obstruction is present in the chamber door the operator should not attempt to remove the object. The door obstruction sensor detects an obstruction. The door automatically stops from closing and rises automatically. The washer operated properly as it alarmed indicating that an obstruction was present. While onsite the technician advised the user facility the importance of following proper procedures for door obstructions.

Event description:
The user facility reported that the employee is fine and has returned to normal work duties.

Event description:
The user facility reported that the washer door closed on an employee's hand. The employee was sent to the ER and was given an x-ray. The employee sustained a broken finger and a cast was placed on her hand. The employee returned to work and remains on light work duties. No procedural delays/cancellations were reported.